Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk; item # unk, 6.5x30 (6.5x25) screw, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08064, 0001825034-2018-08065, 0001825034-2018-08066, 0001825034-2018-08067, 0001825034-2018-08069.

Event description:
It was reported that during an I&d procedure, the patient experienced blood loss of 1000 ml. Patient received transfusion of 2 units prbc's. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon investigation it was determined that this product did not contribute to the reported event; the event is being reported on 0001825034-2018-08064, 0001825034-2018-08065, 0001825034-2018-08066.

Event description:
Upon investigation it was determined that this product did not contribute to the reported event.